Event description:
It was reported that device could not be interrogated and no magnet response was elicited. It was also reported that the right atrial and ventricular leads had somewhat elevated thresholds. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.